Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ion selective electrode (ise) sodium and potassium results for one patient sample. Of the data provided, only the potassium result was erroneous and reported outside the laboratory. The initial result was 2.85 mmol/l. The repeat results were 4.44 mmol/l and 4.46 mmol/l. The patient was not adversely affected. The electrode lot number and expiration date were requested, but were not provided. The customer performed repeatability testing.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.